Event description:
It was reported that the pump was found to be upside down at the time of the first refill; confirmed with fluoroscopy guidance. The pump contained morphine sulfate. The pump was surgically revised. The patient recovered without sequela.